Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02390. It was reported that during the implant procedure, the leads were unable to be implanted. The patient opted for a heart transplant. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.